Event description:
Information was received from a consumer regarding a patient receiving bupivacaine and dilaudid via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that this morning they were trying to get a bolus and received an error message that said, ¿pump stall, error code 100¿. The patient stated that they last connected to the pump yesterday and did not see the message. They had since resynced with the pump and tried the bolus again today but did not receive the error message the second time. The patient confirmed that they had not heard an alarm from the pump and denied any electromagnetic interference exposure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.